Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. PMA/510(k): den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. Powder was present on the on/off switch, the red catheter hub, and around the nozzle of the device. The powder chamber appeared to be missing some powder. The red activation knob was engaged in the handle for activation of the carbon dioxide cartridge, however the carbon dioxide cartridge was exposed at the bottom of the activation knob because the rounded end broken off. The broken piece of the activation knob was included with the returned device. When tested as returned, the device did not spray. When the red activation handle was removed, no carbon dioxide discharged from the cartridge. A crack was found inside the handle along the inner weld seam. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device was of the post-CAPA design. When retested with a new carbon dioxide cartridge and activation knob, the device sprayed as intended. The returned catheter was tested and also functioned as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined. The root cause for the activation knob and device cracking is unknown, however rapid discharge of carbon dioxide inside the handle can be a cause of activation knob breakage. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The report stated that the device would not spray initially. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use states the following: "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." A corrective action has been initiated to reduce occurrences of activation knob breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The red button at the end of the co2 [carbon dioxide] cartridge partially blew away due to pressure in the cartridge. During the first attempt, two (2) and again two (2) second [2 second push, 2 second wait], there was no flow of powder. During the second attempt, the carbon dioxide discharged into the patient and at the user. There was a part of the activation button blown off. The procedure was successfully completed with another hemospray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.